Event description:
The hub of a 6f, jl4 vista brite tip guiding catheter was not bonded to the catheter body. This was observed while the catheter was being used. The rest of catheter was withdrawn without any problems. There was no patient injury reported.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.